Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump failed the prime test due to moisture in the force sensor resistor. The device was also received in with intermittent button response due to moisture on the keypad traces. A broken reservoir tube lip, scratched display window and cracked battery tube threads noted.

Event description:
The customer's nurse called to report that the customer was being hospitalized for low blood glucose levels. The customer's blood glucose level at the time she needed emergency assistance was 20 mg/dl. The nurse stated that the customer was brought into the hospital when her husband found her laying unresponsive on the couch. They treated her with a sugar water syringe and was able to get her blood glucose levels up to 156 mg/dl by the time she reached the hospital. The nurse also called to report that keypad on the customer's insulin pump was unresponsive. Another thing the nurse noted was that the motor support disk looked to be uneven. No further information was reported.